Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. There was noise oversensing noted on the right atrial and right ventricular leads. Noise was confirmed during clinic check. Inappropriate mode switch was also noted on the atrial lead due to noise oversensing. The patient presented in the operating room for a device upgrade. It was noted that the insulation was spilt on both the leads. The outer coil was also noted to be exposed near the suture sleeve. The patient was not symptomatic due to the event. The leads were capped and replaced on (B)(6) 2018. The patient was in satisfactory condition before, during and post procedure.